Manufacturer narrative:
The device is not available for investigation however a device history review and photo review should be performed, and a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inches, and it was reported that there were issues with the tubing, with blood backing up into the lines and leaking from the ports. The bulb being very hard to squeeze when administering a bolus. There were patient involvement and patient harm. The event occurred during administration of intravenous (IV) therapy and most of the events are noted in post-anesthesia care unit (pacu). The blood back flowed into the tubing and in some cases to the bulb and blood had passed the stopcocks. There was a delay in therapy in which patient was hypotensive requiring fluid bolus in pacu. Once the tubing was exchanged, the hypotension was corrected, and the patient was able to be discharged home. The IV fluid is infused via peripheral line placed on the day of surgery. Pacu IV fluid is infused at a rate of 125ml per hour and patient has received 3 doses of ephedrine in pacu.